Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade IV.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade IV. Physician further observed "any creases" during surgery. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Crease/folding of implant: crease fold observed on the device. Additional observations: white particles observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade IV. Physician further observed "any creases" during surgery. The device has been explanted and replaced.